Event description:
The customer reported that the system lost communication and that the x-ray indicator light would stay on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A fuse was replaced. The system was tested and found to be working as intended and put back into service.